Event description:
The customer reported false positive for the rsv target on the alinity m resp-4-plex amp kit. The customer reported a very high and late rsv curve that they suspect is a false positive, cycle threshold (CT) value 41.06. A sample rerun was completed on the same instrument and yielded a negative result with a completely flat curve. The positive amplification was late and low, but it had exponential tendencies. There are no issues or error codes related to the run. There are no indications of contamination. Sample ID (sid): (B)(6) dates run: on (B)(6) 2025. The only impact reported was a slight delay due to the customer having to rerun the sample. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number: 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number: 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number: 09n79-095, which received FDA approval.

Manufacturer narrative:
Corrected: e1 email. Investigation is summarized as follows: customer data review: the runs associated with the reported samples were valid, as no error codes associated with controls or samples were generated. The curve appeared as expected. Retain/file sample review: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 was performed. The file sample evaluation met all validity and acceptance criteria. All replicates were processed successfully and interpreted correctly, as there were no error codes or performance related flags present. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). Moreover, there were no instances of discrepant results among all analytes; therefore, the file sample evaluation for lot 414709 met the acceptance and validity criteria that was established. As a result, the product file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 received a disposition of pass and testing results did not reproduce the customer's observation. Quality data review: device history record / batch record review: the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 (and components) was reviewed to identify if there were any issues related to the reported complaint. No issues were identified which could result in the reported complaint. The quality control (qc) amp kit master lot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 met all validity and acceptance criteria. The test disposition of part 09n79-090, lot 414709, was pass based on the retest results. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 414709 and 4147091 were searched. The investigation was expanded to include the base list part number. A part specific keyword search report was performed for part 9n79 to identify any existing internal quality records that could result in the reported complaint during production or internal use records that were related to the reported complaint and part. A product deficiency was not identified for this investigation as a result of these related quality records. Complaint history review: a lot specific complaint history review was performed to identify any similar elevated complaints to the case being investigated, reporting discrepant false positive results for the rsv target while using alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709. The investigation was expanded to include the part. Complaint trending was completed. The upper control limit (ucl) was not exceeded for part 9n79. No adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 was not identified.